Event description:
A malfunction identified as "malf 12" was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.